Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise over-sensing, which caused false mode switching. The lead was capped and replaced on 16 sep 2020. The patient was in stable condition.